Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that there was tissue in helix. The lead is available for evaluation.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of the same model was successfully placed. No adverse patient effects were reported. Additional information received indicates that there was tissue in helix. The lead is available for evaluation.